Event description:
It was reported that the motor device had a tear in the outer cover. During in-house engineering evaluation, it was discovered that the hose and the pressure release valve (prv) were damaged, and the motor would not run on the device. It was not reported if the device was used in surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hose and the pressure release valve were damaged and the motor would not run. Therefore, the reported condition was confirmed. It was determined that this was due to the device being worn out. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.